Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not cause any harm or injury. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not cause any harm or injury. Nor has this malfunction caused a previous serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the edge of the liner fractured while inserting into the shell. Another liner was used. Attempts have been made and additional information on the reported event is unavailable at this time.